Event description:
It was reported that the user experienced a low blood glucose event while using the ilet, described as occurring without an obvious precipitant, and the user¿s healthcare team had recommended a fasting reset due to possible maladaptation; the agent confirmed glucose was rising and completed troubleshooting and education, including final steps of the fasting reset and guidance to revert to prior meal sizes. Symptoms included dizziness and impaired speech. Outcomes included a lowest reported glucose of 40 mg/dl and resolution with oral carbohydrates. Investigation included customer care assessment and user education. Investigation of this case revealed no device malfunction reported and suggested a user-specific adaptation issue as the likely context, with no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.